Manufacturer narrative:
The returned devices were analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing inadequate pain relief and underwent an explant procedure. The patient was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief and underwent an explant procedure. The patient was doing fine post-operatively.